Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 years and 1 month following the implant the transcatheter bioprosthetic aortic valve the patient presented to the emergency department with leg swelling and abdominal discomfort. Admission to the hospital occurred for acute systolic congestive heart failure (chf). An abdominal computed tomography (CT) identified ascites and anasarca. A chest x-ray noted small bilateral pleural effusions. Three days following the admission, an echocardiogram report indicated a normal diastolic function with an ejection fraction of 55-60%. Unspecified medication was intravenously administered. The patient was discharged 14 days following admission. The physician indicated the event was unrelated to the valve and implant procedure. However, the cause was not reported. The event was reported as unresolved.

Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated the event was ongoing 7 months following this onset episode.